Event description:
On (B)(6), 2006, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6), 2009, and iliac extender component was implanted address an endoleak originating from an iliac artery. No further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.